Event description:
It was reported the valve was explanted due to tissue formation on the outflow aspect of the valve, leading to leaflet immobility. The patient was reported to be non-complaint with her coumadin. An sjm 19 mm regent valve was implanted. Additional information has been requested.